Event description:
It was reported that the customer had been experiencing very high blood glucose levels for a few weeks. The customer stated that her blood glucose was 516 mg/dl. Troubleshooting was done. The customer had treated herself with insulin pump therapy. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the previous infusion sets did not have bent cannulas nor were they occluded. Advised that replacement infusion sets would be sent. Advised to call back in order to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.